Manufacturer narrative:
Device evaluated by mft? Code 81- device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
Report received that a patient developed an infection at the generator incision site. The generator was implanted only two weeks prior to this infection being reported. It was also reported that the patient picked at the generator site. The DHR of the generator and lead indicated they had been sterilized per specification prior to being released for distribution. Further information was received that the vns system was explanted. No additional relevant information has been received to date.